Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight of the device to the specification, and an opening on the posterior side. A visual and micro analysis were performed which identified a striated opening and fold crease. Based on the device analysis, the final assessment is a striated opening due to surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.